Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Should additional information become available, the evaluation summary will be submitted in a supplemental report. At this time, it cannot be determined if this device may have caused or contributed to the patient's experience.  Catalog numbers and lot codes of other devices listed in this report: 7650-2038a; sterile fluted headless 1/8" pin 3.5" long; rdbm141k, 5510f401; triathlon cr fem comp #4 l-cem; b337n, 5551-g-320; triathlon asymmetric x3 patella; mx80, 5520-b-400; triathlon prim tib baseplate - cemented; agx7gb. Not returned.

Event description:
It was reported that a stage 1 revision was performed on patient's left knee due to infection (infection reported by surgeon, infecting microorganism not identified). All implants were removed.